Manufacturer narrative:
The investigation into the high purge pressure has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical, shortly after beginning impella 5.5 support high purge pressure and purge system blocked alarms were recorded. After tissue plasminogen activator was added to the purge the alarms were resolved. The most likely cause of the high purge pressure was biomaterial. Impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ d.4 revised model number as previously entered incorrectly. D.6a and d.6b revised from the initial submission in accordance with updated procedures. D.8 no was inadvertently left off the previously submitted report and was added. E.1 and g.1 revised facility name and manufacturing site fax number from the initial submission in accordance with updated procedures. H.6 codes 2199, 2954 and 1248 were reported incorrectly on the previously submission report. New code has been added to medical device problem codes. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a 48-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported impella 5.5 had to be explanted due high purge pressure experienced during support for 48-year-old male patient. A new impella 5.5 was placed. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿